Event description:
It was reported that catheter was unattached near the hub upon discontinuation of treatment and removal. This required the patient to undergo a procedure that involved general anesthesia in a attempt to retrieve the catheter that was presumed to be still in vein. At this point, no further information was available. It is unknown if the procedure was successful. Photos were attached to notification. Additional information received on (B)(6) 2022: on (B)(6) 2022 the ER (emergency room) nurse who inserted the catheter and de-accessed the catheter hours later reported: this was a smooth insertion that went in easily and required no re-direction. The nurse was able to get a blood return. The patient then went to another area for treatment. After the patient came back to ER the same nurse attempted to de-access the vein. At this time it was discovered that the catheter tube was still in the patient minus the hub. The nurse and attending physician could feel the catheter under the skin but were unable to retrieve it. The attending made a small incision but this also failed to retrieve the catheter and the patient was sent to vascular surgery. No other information was communicated.

Manufacturer narrative:
Device evaluation: complainant returned four photos for analysis. The first photo displayed a catheter assembly attached to a third-party extension set with evidence of catheter severance. The second and third photos display a sister sample, in which the complainant demonstrated how catheter severance potentially occurred due to the reinsertion of the cannula during insertion. The fourth photo displayed an opened 20g x 1? Blister package, confirming the affected lot number as 4264747. Unfortunately, the photo of the complaint sample did not include magnified, close-up views of the catheter tube at the location of severance for evidence of reinsertion, mechanical witness marks or manufacturing damage. Given the actual sample was not returned, we were unable to perform an in-depth investigation. Causal factor could not be defined with confidence. All materials in the manufacturing process, as well as all finished good products are released to market based on approved quality specification. Product is released after the review of all acceptance of applicable documentation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no discrepancies or abnormalities relevant to the complaint were identified during this DHR review.